Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the issue was a general problem, they have to be very careful when opening so it doesn't get ripped. It gets ripped when opened too fast. They felt that the glue was too strong compared to the paper quality.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a sterility issue occurred. A 5fr x 11 super sheath introducer sheath was selected for use. Upon unpacking, outside patient's body, the user had a hard time opening the packaging. The glued paper for opening was ripped. The procedure was completed with another of the same device. There were no patient complications reported.